Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
The lead was returned to the manufacturer after being explanted, with no reason for explant. The lead was analyzed and tested out of specification. No patient complications have been reported as a result of this event.